Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the log files. The system controller was not returned for analysis. The system controller, serial number (B)(6), event log file was reviewed, and timestamps spanned approximately 1 day (14:29:39 on (B)(6) 2025 to 06:46:34 on (B)(6) 2025). Beginning at 18:10:49 on (B)(6) 2025, a backup battery fault alarm activated due to the backup battery not passing the load test. The load test had not passed due to the unloaded voltage of the backup battery measuring greater than the acceptable threshold above the loaded voltage. This alarm resolved as the system controller was shut off on (B)(6) 2025. At 18:20:35 on (B)(6) 2025, the driveline was disconnected and was not reconnected for the remainder of the log file. This is consistent with the provided information that the patient attempted a system controller exchange. The pump maintained a speed within the expected range throughout the log file. Provided information stated that the patient was found expired and connected to their mobile power unit (mpu). Additional information confirmed that the expiration of the patient was not considered to be device-related and was instead due to the patient exchanging their system controller to troubleshoot the backup battery fault alarm. The root cause of the driveline disconnection could not be determined during this investigation. The root cause of the backup battery fault alarms could not be determined during this investigation. A corrective and preventative action (CAPA) has been initiated to further address backup battery fault alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The heartmate 3 lvas IFU (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including driveline disconnect and backup battery fault alarms. The heartmate 3 lvas IFU (rev. D) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the cause of death was the patient trying to change out their controller on their own due to the backup battery fault alarm. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found deceased at home by family. The patient was connected to the mobile power unit (mpu) when found. On alarm review the driveline was disconnected at 1820 but no further alarms until 0538 the next day.